Manufacturer narrative:
Other text: (B)(6).

Event description:
Information was received indicating a pump with a cadd cassette reservoir attached was alarming. No disposable, pump won't run" during pre-use check. It was reported that troubleshooting was unsuccessful. No patient involvement. No additional information is available.

Manufacturer narrative:
Other text: report source: (B)(6).

Event description:
Information was received indicating a pump with a cadd cassette reservoir attached was alarming. No disposable, pump won't run" during pre-use check. It was reported that troubleshooting was unsuccessful. No patient involvement. No additional information is available.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Sample received consist in one cassette product. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample received don?t present any damaged, kink, cut or condition that could cause failure mode. The sample was tested to measure the height of the pump tube arch and determine if is under or out of spec following the procedures the pump tube height failed. However due sample was received in used conditions it is possible that the pump tube height was modify during the use. The sample received was connected to the pump to look for unusual function. Sample failed the accuracy test. Sample was filled with 100 milliliter (ml) of water; the sample was connected to the pump to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The report event was not confirmed. No root cause was determined due complaint was not confirmed. Actions taken were not performed due complaint was not confirmed.